Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16161. It was reported the patient wants his system removed due to inadequate pain relief. It was reported he currently is not using the system. Surgical intervention will be taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.